Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged as confirmed with threshold and chest x - ray. The lead was repositioned. No adverse patient effects were reported.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged one day post implant, this lead displayed threshold measurement changes. The lead dislodgement was confirmed by chest x -ray. A revision procedure was performed. This lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.